Event description:
Revision surgery was reported due to a broken ceramic liner.

Manufacturer narrative:
The metal transfer on the femoral head may have been due to contact with metal debris that may have been trapped between the articulating surfaces.